Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device hose was making a weird noise. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was reported that an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the hose was making a "weird noise" was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was power broken. It was further observed that the device had a worn out j-latch, pawl release lock cylinder, and pawls due to the device being power broken. It was determined that the cause of the device being power broken was failure to follow the directions for use (dfu) and running the device in the safe or load position. This was further defined as user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly